Event description:
It has been reported to philips that there was no geometry movement, reboot does not resolve. The device was in clinical use.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system displayed the message "speed controller is not working, motorize movement not available.¿ the system was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and found that a keyboard was laying onto the speed controller, which caused unintentional activation of the controller. The speed controller was replaced in its holder, and the holder and keyboard were moved to their correct positions. After rebooting the system, the fse returned the system to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that there was no malfunction of the system. The reported issue was due to the speed controller being inadvertently activated. No malfunction of the system was identified. Based on the investigation results, philips concluded that the complaint is not reportable.